Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue involving a blank screen the reporter stated that the meter was inadvertently dropped onto the concrete and the screen stopped working completely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: during testing, the pump was powered on and the display screen was blank. The pump case was opened and the display was found to be cracked. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.